Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Required intervention to prevent permanent impairment damage (devices).

Event description:
It was reported that the patient was admitted to the hospital after receiving a patient alert. Interrogation revealed low lead impedance. Device was successfully repgrogammed.